Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo was received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation.

Event description:
It was reported during the surgery, after fired and removed the device, noted that the suture was not cut . There was no patient consequence reported. No additional information can be provided. Procedure: esophageal.

Manufacturer narrative:
(B)(4). Date sent: 04/14/2022. Per photographic evaluation: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a portion of the device with the knife exposed and the trocar extended. Also, the casing half washer can be seen and a piece of the tissue in it. Based on the photo the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Additional information received: expiration date and device manufacture date. Please see d4 and h4.